Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a patient device check, the programmer generated an error. It occurred twice and it was not clear to the user whether it was the same error each time. It was further reported that the errors occurred while electrograms were attempted to be saved, that the programmer screen froze, and then the programmer would not do anything. The battery had to be removed and the programmer unplugged during the patient session in order to turn the programmer off. When the programmer was restarted an error occurred and the programmer was unplugged and the radiofrequency head was reattached, the battery was put in and taken out. The programmer then worked for a short time but the issue recurred. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.